Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator generated low o2 concentration alarms. Identification of issue has been done by analyzing problem description, service report and device¿s logs. According to the information provided by the technician, the device has generated a low o2 concentration alarm. The air gas modules and nozzle units were replaced but this action did not solve the issue. The control printed circuit board was replaced and the issue has been resolved. O2 sensor was replaced as well to resolve issue with o2 sensor test failure. The device was delivered to the user in working condition. The main responsibilities for control printed circuit board are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. There was no patient harm. The provided device's logs confirmed occurrence of low o2 concentration alarms as well as alarms for respiratory rate high, expiratory minute volume low and o2 supply pressure low are also visible. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 04/01/2021 corrected manufacture date: 02/26/2021

Event description:
It was reported that the ventilator generated low o2 concentration alarms. There was no patient harm. Manufacturer's ref. #: (B)(4).